Event description:
It was reported to philips that fluoroscopy was not functioning on the allura device. The device was inside clinical use at the time of the event. No patient harm was reported. A philips engineer visited the site and replaced the wired footswitch. The device was then returned to expected operation.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that wired footswitch defective. Upon functional testing the fse  found wires of the wired footswitch were tangled in the swivel plate and during up down motion it got cut. The field service engineer (fse) replaced the defective wired footswitch. After replacement of the defective wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.